Manufacturer narrative:
.

Event description:
A customer reported an event of a odor emitting from the sterrad(tm) 100nx sterilizer. One healthcare worker (hcw) reported lip swelling or feeling "rough". The hcw did not seek or receive any medical attention/treatment and current hcw status is unknown at this time. Additional information regarding service of the unit is unknown at this time. This event is being reported as a malfunction report subsequent to a serious injury. Asp will continue to follow up for additional information.

Manufacturer narrative:
A field service engineer was dispatched to customer site and resolved the unit issues by performing a planned maintenance level 1 (pm1). The vacuum pump oil, catalytic decomp filter, oil mist filter and adapter converter from the pm1 kit were utilized to resolve the unit issues. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil, catalytic decomp filter, oil mist filter and adapter converter were not returned for functional evaluation. The assignable cause of the odor/smells issue is the vacuum pump oil, catalytic decomp filter, oil mist filter and adapter converter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. Asp will continue to track and trend this issue.